Event description:
My (B)(6) year old daughter connected the malem bedwetting alarm at night and within a few hours, the alarm got hot and caused her skin to burn. We connected the MFR but with no luck. The FDA needs to look into this faulty medical device. FDA safety report ID# (B)(4).